Event description:
Immediately after treatment in the glabella area, the patient presented with slight bruising. Two days post treatment, the patient reported to the physician that the patient observed that the bruising spread from the glabella area to above the injection site and around the nose, and puss was developing above the nose and below the right eye. The physician stated that the symptoms may be an infection, or a possible vascular occlusion. The physician prescribed oral medrol dosepak, oral keflex, and also topical oxygen to the affected area. The physician requested a culture, and the results of the culture are not yet available.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle, extrusion force test) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming, it is probable that the patient had an undesirable side effect to the injection, as the indicated in the dfu (glabella region is very sensitive to vascular events).